Manufacturer narrative:
Device evaluation indicated that the complaint in regard to the charging issue was not verified. In the lab, the depleted ipg was charged fully in one. The battery depletion rate and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg could not be charged after the patient underwent non-device related surgeries wherein electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant (B)(4)).

Event description:
A report was received that the patient's ipg could not be charged after the patient underwent non-device related surgeries wherein electrocautery was used. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)